Manufacturer narrative:
The system was evaluated by a siemens service engineer and all relevant data was found to be operating within specifications. No abnormality or technical defects were found which would contribute to the described injury.

Event description:
It was reported to siemens that a patient suffered a third degree burn during an mr examination the patient was positioned head first supine with arms at their side. The patient had an EKG pad on the skin at the location of the wound left on from the ER. The wound was reported as approximately 1 inch in circumference at the upper left chest wall. The injury was assessed by the wound care specialist and topical cream was applied.